Event description:
It was reported that towards the end of a da vinci s myomectomy procedure, while the surgeon was exploring the abdominal cavity, a burn mark on the sigmoid colon was noticed. A general surgeon evaluated the burn and determined that no additional procedure was required to repair the burned tissue. The monopolar curved scissors instrument with the tip cover accessory installed was removed, and the tip cover was replaced. A burn hole was seen in the tip cover, however, the site discarded the accessory. The planned procedure was completed, with less than a 30 minutes delay. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.